Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient experienced a chipped bottom tooth. Patient reported that when they switched into step 4 aligners and took them out their tooth was chipped. They will not be wearing the aligner until they have the tooth fixed by their dentist.